Event description:
The reporter noted that during surgery, "at the moment we wanted to remove the compression forceps, the little compression guide broke off. The noise was like a little explosion. The compression guide jumped off the table and fell on the ground. There was no injury to the pt."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.